Manufacturer narrative:
(B)(4). Final report. Photographs of the parts explanted and x-rays have been communicated by the reporter in order to progress with this investigation. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. Based on the investigation, a stem was implanted that was 3 sizes below opsinsight planning. Thus, the root cause was due to an undersized stem. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, ecima liner and biolox delta ceramic head after approximately 10 months and 2 weeks due to subsidence / loosening of the stem.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, ecima liner and biolox delta ceramic head after approximately 10 months and 2 weeks due to subsidence / loosening of the stem.